Event description:
Pharmacist reported that, while at a routine doctor visit, the customer got an advantage system blood glucose result of 270 mg/dl, doctor's system result of 137 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 430 mg/dl and 130 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.